Event description:
Clinic notes were received by the manufacturer indicated that the patient was referred for vns replacement surgery. It was stated that the patient's vns generator battery was at end of service. Follow up with the company representative revealed that the diagnostics were within normal limits. It was later reported that the patient had a bad seizure, was admitted to the hospital, incubated, and placed into an induced coma. The patient was extubated a few days later and was up. No relevant surgery is known to have occurred to date.

Event description:
The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the facility discards all explanted products.

Event description:
It was reported by the patient's primary care physician that the patient was being treated for intractable hiccups that began post implant of vns. Vns was stated as a possible cause of the hiccups. Upon further investigation it was found that the patient began experiencing hiccups about 6 months ago and also started experiencing an increase in seizures around the same time that are more intense and last longer. The patient is reported to have fallen and hit his head several times. Multiple attempts for relevant information were made, but no relevant information has been received to date.